Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a sleeve gastrectomy procedure, four patients return to theatre post-op for bleeding. The bleeding appeared to be coming from the omentum, for which the harmonic was used to dissect and seal. All patients are stable post-surgery. Patients were returned to theatre to control bleeding. No further information available. It is unknown what was used to complete the procedure.